Event description:
Patient seeking legal action. Patient was revised due to infection. Operative notes indicate that between the primary and revision, an antibiotic spacer was implanted. No operative notes were provided for the spacer.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1087384, w84ef1001, and wn7fw1022. A search of the complaint database finds additional reported incidents against lot code 1079095 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm and patient name were updated and added patient age, lawyer, surgeon, account name, and expiration date of the metal head.